Event description:
It was reported a bladder neck suspension procedure utilizing a protegen sling was performed without incident. Sometime post placement, the pt returned with vaginal bleeding, vaginal discharge and symptoms of vaginal dehiscence. The sling material was partially removed and the remaining portion of the sling was repositioned. The pt was treated with premarin cream. The pt remains continent. A portion of the device remains implanted in the pt. Therefore, no failure analysis will be performed. Co's directions for use outline as potential complications. "Loss of fixation and/or visualization of implanted graft materials. Loss of suture support may produce dehiscence at the implant wound site."